Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.

Event description:
Healthcare professional reported unknown side "infection¿, ¿inflammatory findings. P. Aeruginosa bacterial culture: positive¿, ¿localized heat sensation¿, and ¿pain.¿ device remains implanted.